Manufacturer narrative:
The customer returned both meter and strips for investigation. The returned test strips were measured with the returned meter using liquid qc of a high level in comparison to re-calibrated masterlot on internal reference meter. Testing results (qc range: 2.7 - 3.5 inr): qc 1: 3.2 inr, qc 2: 3.2 inr. All inr values were within the specified maximum difference between measurements. No error messages occurred. The returned material and the retention material meet specifications. No information was provided in the complaint case that would point to a cause for the result discrepancy.

Manufacturer narrative:
This event occurred in (B)(6). The customer's meter and test strips were requested for investigation. The product has not been received at this time. If the product is returned in the future, a follow up report will be submitted.   Routine retention testing is performed. Retention testing data is reviewed and appropriate actions are taken as needed. Product labeling states: "the coaguchek system uses human recombinant thromboplastin. Therefore, the comparability to other human recombinant thromboplastins is best, whereas deviations can occur when compared to methods using other thromboplastins. However, those deviations between thromboplastins of different origin (e.g., rabbit based) are not specific to coaguchek products. Similar differences can be observed when a human recombinant thromboplastin-based laboratory method is compared to other laboratory methods." The investigation did not identify a product problem. The cause of the event could not be determined.

Event description:
The initial reporter received questionable results from coaguchek xs plus meter serial number (B)(4) compared to a laboratory result using an unknown method. The meter result was 3.2 inr. At the same time, the laboratory result was 2.3 inr. On (B)(6) 2020, the meter result was 2.1 inr. The laboratory result was 1.6 inr. The time between the results was not provided. On (B)(6) 2020, the meter result was 5.0 inr. The laboratory result was 3.6 inr. The time between the results was not provided. The patient's therapeutic range was requested, but not provided.